Event description:
This is an additional complaint to pir 200000083 due to an additional sample having been received for examination. Facility reported an internal blood leak about one hour into the treatment. Estimated blood loss 100cc. No medical intervention. Facility has checked their reuse equipment and found no issues. Reuse techs are not new. This one dialyzer is available for examination.